Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise resulting in multiple noise reversion episodes. The noise was reproducible with isometrics test and pocket manipulation. No changes or interventions were reported. The patient was in stable condition.